Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged that battery life was shorter than expected. Furthermore, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box data revealed no evidence of a shortened battery life. A battery compartment crack was observed; moisture was observed within the battery compartment and on the underside of the battery cap. Leak testing found no leaks. The pump successfully completed a 24-hour exercise test without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was observed to the pump¿s internal components. (B)(4).